Manufacturer narrative:
The pump remains in use supporting the pt. A review of the device history records showed no deviations from mfg or quality assurance specifications. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a compromised percutaneous lead from the silver controller connector piece to the white protective coating, exposing wiring at the beginning of (B)(6) 2013. The vad coordinator (vc) was not alerted. The pt says he pushed it together and taped it and had only 3 total alarms since, "two of which were beeps" and the other one was continuous but pt was unsure what the alarm was. The wife contacted the vc with concerns and the pt came to the clinic and obtained a kidney, ureter bladder x-ray (kub) and the history of the controller was reviewed. Many recent pump stops and low speed alarms were noted. The pt stated he had about 7 alarms during the night and could not tell what type, but thinks one was red on the controller front. Add'l info rec'd stated that the pt was admitted to the hospital and placed on batteries since the alarms only occurred on the pt module. The pt was also connected to an ungrounded cable and no further alarms or issues were found.